Event description:
It was reported that the infusion site was leaking at the point of placement on the body, prompting a replacement of the infusion set. No patient harm/adverse event was reported.

Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.